Event description:
It was reported that the patient had a problem with her neurostimulator. A few months after implant, "the patient's stimulation changed." One of the leads had out-of-range impedances and the other lead was producing "uncomfortable stimulation in the wrong area." A revision was performed in which both leads were replaced. During the revision, an x-ray indicated that one of the leads "appeared to have slightly migrated." It was reported that the patient was "doing well post-op and receiving good stimulation." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Final analysis revealed that the lead with (B)(4) had no anomaly and was functioning normally. Analysis of lead with (B)(4) indicated that the #3, 5 and 6 conductors were broken at the distal edge of the #3 connector sleeve, 1.3 cm from the proximal end. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.